Manufacturer narrative:
The field service engineer replaced the diluent with a different lot number and the issue was resolved. (B)(4).

Event description:
While performing a routine preventive maintenance on a unicel dxh 800 coulter cellular analysis system in a customer's facility, a beckman coulter field service engineer (fse) reported platelet background high failures when using a specific lot number of coulter dxh diluent. There were no erroneous test results with this event. There was no death, injury or affect to user or patient treatment.